Event description:
A malfunction alarm labeled as "malf 0" was reported, but there was no adverse impact on the customer's blood glucose level. The customer had not experienced any notable events prior to the malfunction, and a fault ID was available. Technical support provided information on how to reset the pump and assisted the customer with the reset process. After resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared. The customer acknowledged and understood the instructions provided.